Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported that when attempting to adjust the aiming beam intensity, the aiming beam would go out. It was also reported that the rfid (radio frequency identification) ring stayed continuously red, not allowing port 2 to be selected. The timing of the event is unclear; there is no known pt impact.